Manufacturer narrative:
The company representative was unable to duplicate the reported problem but he observed a sheet of paper taped over entire "air intake" side of the iabp blocking the air flow, which he removed. As a precautionary measure, the batteries were replaced ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported, during transport the iabp shutdown twice while plugged to the ambulance power. The customer rebooted the iabp. The iabp was re-started upon arrival at hospital. The patient was transferred into the hospital iabp and therapy was continued. No patient injury was reported.